Event description:
Customer reported, the insulin pump alarmed button error. Customer's blood glucose was 300 mg/dl, treated with backup shot. Customer does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, severely scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.